Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, e2 initial report sent to FDA, g3, g6, h2, h6 medical device problem code, h11. Corrected field: h6 health effect ¿ clinical code, and impact code.

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h6 (investigation findings), h11. A getinge field service engineer (fse) states iab catheter rupture, blood ingress into device. Fse replaced pneumatic module assy, rohs (d997-00-1178). Work performed according to the service manual. Results were good. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿pneumatic module assy, rohs¿. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned

Event description:
N/a.

Event description:
It was reported that during use cardiosave intra aortic balloon pump(iabp), iab catheter ruptured and blood infiltration into device. No harm or injury reported

Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. Corrected fields: b5, h6 (health effect- impact code and clinical code) a getinge field service engineer (fse) states he is waiting for customer's ok to repair. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra aortic balloon pump(iabp), iab catheter ruptured and blood infiltration into device.